Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female patient underwent a breast augmentation revision with mentor memorygel 300cc silicone breast implants which bilaterally ruptured with issue of capsular contractures baker grade iii after implantation. The issue of bilateral rupture confirmed during removal. As a result patient underwent removal and replacement as follow: left: cat#: 3503001bc; sn#: (B)(4), and right: cat#: 3503001bc sn#: (B)(4) on (B)(4) 2019. This report is for the left side.

Manufacturer narrative:
On 8/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 8/1/2019, new information received indicated that the serial number of the replacement device for the right implant is (B)(6) and mistakenly reported incorrect in the initial submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during analysis of the sample was found some creases were note in the anterior and posterior view. Within crease in the posterior view and area of shell abrasion was found, also within area of shell abrasion and crease four tear were noted, measuring approximately less than 0.1 cm all of them. No additional anomalies were observed. Shell abrasion and crease are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).